Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power management board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying error code 1104 for backup alarm failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. An authorized service provider (asp) was onsite to install the 4th generation power management (pm) pcba as part of a field change order. The v60 started experiencing errors, including 1104 backup alarm failed message. The biomedical engineer is requesting a warranty part replacement to confirm that a defective power management board was installed. The rse provided the part number for the pm board and dispatched a field service engineer (fse) for service and repair.